Event description:
Exposed wire on the tip of the fenestrated bipolar operated by the doctor nicked the patient. The condition appeared to be repaired upon the end of surgery. The patient was transferred to the post anesthesia unit in stable condition.